Event description:
The customer observed a falsely depressed alinity I total psa result for a 95 year old male patient diagnosed with prostate cancer. The patient was not undergoing treatment. The following data was provided: (B)(6)2021 result = 395 ng/ml. (B)(6)2022 result = 0.7 ng/ml. Both samples were repeated and generated similar results. A spike-and-recover test was completed which generated a result slightly lower than the calculated predicted value of 7.85. A dilution linearity test was performed, and linearity was maintained. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
The complaint investigation for a falsely decreased result with the alinity I total psa assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and in-house testing with the complaint lot number. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 35092fn00 and the complaint issue. In-house accuracy testing of a retained reagent kit of lot 35092fn00 was performed. All specifications were met indicating the lots are performing acceptably. Based on our investigation, no systemic issue or deficiency with the alinity I total psa reagent lot 35092fn00 was identified.section b3 - date of event was updated from(B)(6)/2022 to (B)(6)2022 due to transcription error that was found on (B)(6)2022.